Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that their remote was acting up because they think they dropped it about two days prior. They said the charging port was loose and it would not let them charge the remote. Patient confirmed that it does charge their implant but it gives them trouble. Patient saw an alert/message on the screen but could not remember what it was. Patient reset the controller when the alert/message came up which resolve the screen. Patient then said at one point the stimulation was too high (very painful, basically shocking them) but could not turn it down due to the controller being frozen. The patient was able to turn off stimulation after rebooting the controller again.